Event description:
It was reported that the unit was sent for repair because the rotation knob on the rear is not corresponding to the clockwheel on the probes, it seems to have become loose. It was not noted if the issue occurred during a procedure. No patient consequence reported.

Manufacturer narrative:
Date sent: 05/07/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: physical damaged upper case replaced. Unit calibrated, unit modified according to guideline of manufacturer, fastening materail exchanged, mechanical upgrade performed, and rotational cable replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.